Manufacturer narrative:
(B)(4) - this product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit is alarming. The key failure is the power switch has a short circuit. Additional malfunction identified on the irs is a defective pc board with no alarm.